Event description:
It was reported that balloon rupture occurred. The highly calcified lesions were located in the anterior tibial and posterior tibial arteries. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres, the balloon ruptured. Subsequently, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced but also ruptured during initial inflation at 10 atmospheres. The procedure was completed with a different device. No patient complications nor injuries were reported.